Event description:
Reporter indicated that a vns patient had been hospitalized due to increased seizures on (B)(6) 2012. Prior to the hospitalization, the patient had been scheduled for a prophylactic vns generator replacement on (B)(6) 2012. Attempts for further information are in progress.

Event description:
Reporter indicated the increased seizures were felt to possibly be due to nearing generator battery end of service. The increased seizure level was below pre-vns baseline level. No vns programming changes or other events precipitated the seizure increase. Product analysis was completed on the returned generator. In the lab, the device output signal was monitored for 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The current automated final test demonstrated that the device met electrical specification requirements for output back-up capacitors at the time of manufacture (05/04/2000). With the exception of the output back-up capacitor requirement, the device performed according to functional specifications of the current automated final test. This out-of-specification condition had no impact on device performance.

Event description:
Reporter indicated the patient had prophylactic vns generator replacement surgery performed on (B)(6) 2012. Vns diagnostics with the new generator and resident lead were within normal limits. The explanted generator has been returned and is pending analysis.